Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced sensor anomaly. Customer's blood glucose value was 90 mg/dl while sensor glucose was 63 mg/dl. The customer stated that the cannula looked like the black wire was sticking out of it. Customer declined to troubleshoot for blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.